Manufacturer narrative:
Results: the distal tip of the neuron max 6f 088 long sheath (neuron max) started to stretch approximately 85.5 cm and fractured approximately 86.0 and 86.5 cm from the hub; the distal tip of the neuron 088 had scrape marks on the shaft approximately 1.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the neuron max distal tip was stretched and fractured. Closer examination revealed scrape marks near the distal tip of the neuron max. The damage to the neuron max was likely caused by the packaging mandrel pinching the distal tip of the catheter to the plastic packaging tube. The packaging mandrel is fastened to the packaging card by penumbra. If this mandrel becomes detached from the packaging card and the neuron max is withdrawn through the packaging tube, the observed damage to the neuron max may occur. The packaging card and the tip shape mandrel were not returned for evaluation. Neuron max devices are 100% visually inspected during in-process inspection. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of a neuron max 6f 088 long sheath (neuron max) was stretched upon removal from the packaging. The stretched neuron max was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new neuron max.